Event description:
The pt presented to the hosp for evaluation in 2001 after experiencing a shock. Diagnostics revealed that the appropriate therapy delivered into low high voltage impedance of 13 ohms. The device would no longer charge. The decision was made to explant the ICD. The lead was tested at explant and found to function properly.